Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice device was returned and evaluated. A visual inspection was performed and the device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. During the evaluation, the product was determined not to meet product specification requirements. The event history log and sample evaluation identified the reported problem to be a reload the set 201 alarm. It was determined that the cause of the alarm was a problem with the device¿s o-rings. To resolve the issue, the o-rings were replaced and the device was sent for servicing. Subsequent functional, electrical and calibration testing were performed with no additional defects noted. A simulated therapy was successfully performed on the device. If any additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified issue occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.